Manufacturer narrative:
Information was received on 26-oct-2020 indicating that there was no patient involvement in this event. Device evaluation completion date: 12/09/2020: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with bubbled downstream occlusion (dso) seal. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported problem was unable to be duplicated. Service replaced that dso as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm that there's no cassette attached.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm that there's cassette attached. It was also reported that the device displayed an occlusion issue. There were no adverse events reported.